Event description:
Customer reported erroneous high access thyroglobulin antibody ii test results were obtained for numerous pt samples when using the unicel dxl 800 access immunoassay system. The erroneous high test results were reported out of the lab. Quality control was out-of-range, however, test results were released. Repeat analysis was performed. The samples were retested and amended reports issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Quality control was out-of range during this event when using reagent pack serial number (B)(4). All qc failed at >2sd (standard deviation) above the customer's established means. Reagent pack monitoring errors had been posted to the event log around the time of the event. On (B)(4) 2009, the field service engineer performed a carryover test which passed within instrument specifications. Verified pipettor precision, no issues noted. Reagent nest inserts were replaced. Hardware was verified and no issues were found. Two reagent packs ((B)(4)) had a cracked barrier film. Root cause was not determined. The reagent packs with a cracked barrier film could have contributed to the event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.